Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states, the catheter was inserted on (B)(6) 2011 in the right internal jugular. On (B)(6) 2012, she discovered blood leakage after 7-8 minutes of treatment. She immediately sought medical attention at a hospital. Upon inspection of the catheter, the clinical staff confirmed there is a crack located at the base of the adapter hub. The catheter was pulled and replaced with no harm to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.